Event description:
Note: this MFR report pertains to one of five devices that were used during the same procedure. Refer to associated MFR report # 3005099803-2010-00473, # 3005099803-2010-00475, # 3005099803-2010-00477, and # 3005099803-2010-00478 for a description of the other devices. It was reported to boston scientific corporation that five resolution clip devices were used during an esophagogastroduodenoscopy procedure. According to the complainant, upon deployment of each clip, they would not stay on the tissue. The lead technician feels that the tissue was too fibrotic for all five clips to close, and the clips would bend. The case was completed with a gold probe and the bleeding was resolved. The clips were left in the patient. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
Patient age unknown, however, it was noted to be between 20 to 40 years. Patient weight is unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B)(4).